Manufacturer narrative:
This report is related to previously reported complaint of noise reported on (B)(6) 2014 with MFR number 2017865-2014-15959.

Event description:
It was reported that the right atrial lead exhibited noise leading to automatic mode switch. The patient was asymptomatic. No intervention was performed. Patient will continue to be monitored.